Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test performance and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.